Event description:
It was reported that there was an insert revised due to stability issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.